Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a video-assisted thoracoscopic left lower lobectomy surgery, when severing left inferior pulmonary artery stem tissue, after firing the device, the distal staples were malformed with irregular shape and noted oozing. Oozing was stopped with compression hemostasis. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.